Event description:
It was reported that a patient underwent an unspecified laparoscopic procedure on an unknown date in 2023 and suture was used. When inserting a needle with a thread through the trocar through a vice, the needle was detached from the thread. There were no consequences for the patient except procedure delay > 30 min. The physician used a different company product to complete the procedure. The customer checked other more sutures (without patient involvement and event occurred again). Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please confirm how may sutures pulled off the needle while passing through in the trocar? 2. Please confirm how may sutures failed during check without patient involvement? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-08842, 2210968-2023-08843, 2210968-2023-08844, 2210968-2023-08846, 2210968-2023-08847, 2210968-2023-08848, 2210968-2023-08849, 2210968-2023-08850 and 2210968-2023-08851

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 4/8/2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that fifty-six packets of product code v302h were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related events captured via 2210968-2023-08842, 2210968-2023-08843, 2210968-2023-08844, 2210968-2023-08845, 2210968-2023-08846, 2210968-2023-08847, 2210968-2023-08848, 2210968-2023-08849, 2210968-2023-08850 and 2210968-2023-08851.